Manufacturer narrative:
Other applicable components are: product ID: 387360, lot# va1f4u7, implanted: (B)(6) 2017; explanted: (B)(6) 2017, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she had a temporary pain stimulation lead implanted on (B)(6) 2017 and that it was explanted after a week (on (B)(6) 2017) because it ¿didn¿t work.¿ it was noted that no other information was reported. No further complications were reported or anticipated.